Manufacturer narrative:
The pump was received with a button error alarm and an intermittent button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a case cracked at the reservoir tube window corner, a cracked reservoir tube window, and a cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that she had button error alarms on the insulin pump. Customer's current blood glucose was 277 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.